Manufacturer narrative:
Additional information: h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional testing was performed, and the reported problem of the pump being quieter than normal was not reproduced. During functional testing, it was noted that the speaker was working as intended and sensor and led testing showed that the alarm sound was audible. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the alarm sound of a novum iq large volume pump was quieter than usual, even after changing the volume settings. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.